Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was reported that the lead was unable to be fixed in the ra and the pace impedance measurements were 1,500 ohms. Furthermore everytime the physician moved the stylet the lead would dislodge. This product was removed and returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. It was also discovered that there was crimp sleeve migration and that the insulation was twisted and torn indicating that there was insulation under the crimp sleeve. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.